Manufacturer narrative:
Date of event: no date provided, used the first date in the month of the aware date.

Event description:
Reported via medwatch # (B)(4). It was reported that the tip of the rotawire broke off and remains in the patient. The percutaneous intervention was on the 90% stenosis at the ostium of the ramus intermedius and the 70% stenosis at the ostium of the left circumflex, with rotational atherectomy, stent placement and balloon angioplasty. A rotawire and a rotapro 1.50mm were selected for a left femoral sheath side-port angiography procedure. During the procedure, a tiny piece of the distal guidewire tip broke off and lodged in a tiny terminal branch of the ramus.

Manufacturer narrative:
Date of event: no date provided, used the first date in the month of the aware date.

Event description:
Reported via medwatch #(B)(4). It was reported that the tip of the rotawire broke off and remains in the patient. The percutaneous intervention was on the 90% stenosis at the ostium of the ramus intermedius and the 70% stenosis at the ostium of the left circumflex, with rotational atherectomy, stent placement and balloon angioplasty. A rotawire and a rotapro 1.50mm were selected for a left femoral sheath side-port angiography procedure. During the procedure, a tiny piece of the distal guidewire tip broke off and lodged in a tiny terminal branch of the ramus. Additional information reported that the tip of the wire detached while moving the wire back and forth to try to advance the wire to the distal vessel through difficult anatomy. The rotapro burr was being used at the time of the tip detachment. It was attempted to slide another wire along next to the fragmented piece to try and bring it back inside a microcatheter to take the fragment out of the patient. This was unsuccessful and the tip was left in the tiny side of the ramus vessel. The procedure was completed by stenting the main portion of the vessel that needed to be fixed. There were no patient complications and the patient was stable post procedure.